Event description:
The customer alleged ventilator was not delivering appropriate breaths. There was no pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and found that the unit was working accordingly. The unit passed extended self testing.